Event description:
It was reported to boston scientific corporation on july 31, 2008, that a cre balloons fixed wire device was placed in 2008. According to the complainant, "the catheter was kinked on updating." The device was replaced and the procedure was completed with another cre balloon. The patient's condition was reported as stable at the conclusion of the procedure.

Manufacturer narrative:
An evaluation of the return device revealed that a stopcock was returned with the unit, with no protective sleeve on the balloon. The balloon profile was wingfolded indicating that it has been used. A kink was found on the shaft. The cause of the reported malfunction cannot be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot.